Event description:
It was reported that, "cracked on the underside of the arm." This created a 20 min delay in surgery.

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.